Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that they had a fluid leak in their previous treatment. The patient stated the solution did get on the cycler and it was inside the cassette door. The patient stated that they cleaned it and let it dry off before attempting treatment on the cycler tonight. The patient will revert to manual treatments while they await the replacement of the cycler. The set was not made available for evaluation. During follow up the patient's pd nurse reported that the patient did not have any signs of infection. Her effluent remained clear. She was not prescribed any antibiotics. No adverse event reported at this time.